Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device during initial inspection, the rubber ring around the camera was found to mostly missing and when wiped with a gauze black debris was found. Scope was not used. This event occurred at preparation for use for an unspecified procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device during initial inspection, the rubber ring around the camera was found to mostly missing and when wiped with a gauze black debris was found. Scope was not used. This event occurred at preparation for use for an unspecified procedure. The procedure was completed with another device. There were no reports of patient harm.